Manufacturer narrative:
(B)(4). The two additional proglide devices referenced are being filed under separate medwatch reports. Evaluation summary: the device was returned for evaluation. Because the suture containing the knot was not returned with the device, the reported failure to achieve hemostasis after attempted closure with the two preplaced proglide devices could not be confirmed. Based on the manufacturing inspection criteria and analysis of the returned device, no manufacturing or quality deficiency was detected as a result of this investigation. A search of the lot history record for the reported lot revealed no exceptions associated with this lot which could have contributed to this complaint and its investigation findings. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the left common femoral artery and the right common femoral artery using the preclose technique prior to an aortic endoprosthesis. The arteriotomy was 7fr and during the aortic endoprosthesis procedure, the sheath was upsized to a 18fr sheath. Following the procedure, the proglides on the right side achieved hemostasis as intended. Reportedly, in the left common femoral artery, after the procedure bleeding did not stop and after attempted closure with the two preplaced proglide sutures, a third proglide was placed; however, bleeding still continued. The physician noticed a flap (tear in the artery) next to an atheroma and the sutures were outside of the artery. The proglide could not attach both artery extremes because of the artery flap. The flap was repaired and hemostasis was achieved with a surgical suture. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.